Event description:
The hosp reported that the control unit has overpressurized in several cases within the last month. The failures have occurred during knee and shoulder operations. There were no reported injuries or complications. The unit was described as making a high pitch sound and surging. The alarm on the control unit did sound and the staff was able to control the situation.